Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, the first device used the clips were ejected. A second device was used but for this one, the clips were not closing. The clips were removed. A third device was used to complete the procedure. There were no adverse consequences for the patient. Two devices were discarded.